Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was not detecting cassette. There was no reported patient involvement.

Manufacturer narrative:
One device was returned for analysis of complaint that the device was not detecting cassette. Review of event log found no relevant errors. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual and functional testing was performed. The downstream occlusion (dso) seal was forming cracks. The device failed latch lock test and upstream occlusion (uso) test. Probable cause was defective latch/lock flex sensor. Replaced latch/lock flex sensor. Device passed all testing criteria post repair.